Manufacturer narrative:
Visual inspection of the returned device shows that the scope wash tubing was detached from device. Add'l observation shows residual adhesive was present on the tubing at the location of c-ring attachment. The complaint is confirmed.

Event description:
During the saphenous vein harvesting procedure, the c-ring scope washer tubing detached from the device into the pt's leg. The piece was noticed during the "stab and grab" and was then retrieved using the broken uniport plus. No other pt complications were reported.